Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that there was a constant 1203 "low leak-co2 rebreathing risk" alarm error. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that there was a constant "low leak-co2 rebreathing risk" alarm error. The rse troubleshot the device with the bme and informed the bme to confirm that the whisper swivel was in line with the circuit-- if so, the manufacturer recommendation is to replace the flow sensor assembly. The rse provided the bme with the part number and price of the replacement flow sensor assembly for repair upon request. Investigation is ongoing.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 27dec2023, the biomedical engineer (bme) confirmed that the replacement flow sensor assembly was ordered for repair, and the bme replaced the defective flow sensor assembly to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.